Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/30/2023, it was reported by a sales representative via email that an ar-1927bct-475 bio-composite corkscrew ft inserter snapped in half during insertion. A majority of the inserter was removed, but a portion of it was lodged within the body of the corkscrew. Efforts were made to remove the inserter from within the anchor, but that was unsuccessful given it was buried within the corkscrew anchor. Surgeon also tried to remove the corkscrew, but after multiple attempts, it was decided to leave it in, given it was seated well within the bone and removal could have led to significant bone loss. The anchor remained intact and did not break in any manner. A 2.9 mm pushlock was utilized to complete the remplissage opposed to the 4.75 mm corkscrew. The pushlock was placed next to the 4.75 mm corkscrew anchor to try and maintain the desired position of the anchor. This was discovered during a remplissage and labral repair of the shoulder procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive impaction during the anchor insertion and/or prying/leveraging during use.